Event description:
It was reported that the caller was seeing a difference in battery voltage. It was also noted that there was fluctuating battery impedance. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the caller was seeing a difference in battery voltage. It was also noted that there was fluctuating battery impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4470 boston scientific crdm non-defib lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. We did receive performance data collected from the device and have analyzed the data. Battery voltage variation after ramware update had been removed. Programmer interrogation done which reloaded ramware software update to device.